Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on (B)(6) 2016, stating that they had not met with the patient since (B)(6) 2016. They changed the patient's programming to try and save battery life so that they would not need to charge as frequently. The patient called the health care professional (hcp) on the day of the report. The patient ended up placing a pad/cloth between the recharger and the wound that was not healing when recharging. The patient would continue to use a pad/cloth when recharging. The patient was doing better and the wound was healed. The patient never lost stimulation, they were happy and good to go. It was stated that the reason for the wound not healing was hard to say, some patients heal slower than other. It was stated that there was no way to really know.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient had a pocket revision on (B)(6) 2016 due to an infection. No infection was found by doing a swab test at that time so they cleaned the pocket and inserted a tyrx pouch and closed the pocket back up. On the day of the report, the patient stated there was a small patch that did not appear to heal after the revision. The physician wanted to recommend not charging for 3 weeks to see if the area would heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.